Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause for (ua) 07 was a defective load cell. The cracked enclosures and defective load cell were likely attributed to mishandling such as a drop. During the visual inspection, a cracked front and bottom enclosures and bent battery lock were noted. The observed physical damages were unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The front and bottom enclosures, and the battery lock were replaced to remedy the observed damage. Also, unrelated to the reported issue, a stiff manual rotation of the driveshaft was observed on the returned autopulse platform. This type of stiff rotation of the driveshaft issue is likely due to normal wear and tear. The returned autopulse platform was manufactured in june 2009 and it is more than 11 years old, well beyond the expected service life of 5 years. The clutch area was cleaned to remedy the driveshaft issue. In addition, unrelated to the reported complaint, noticed torn load plate cover. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters and was replaced to remedy the (ua) 07 error. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization check was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.